Event description:
It was reported that there was an unknown system error (se) alarm on the homechoice (hc) device during preparation for automated peritoneal dialysis (apd) therapy. The patient was not connected to the setup. The patient cycled the power and the alarm cleared. The patient was going to resume the setup. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in dec 2012. The device was not returned; therefore, a device analysis could not be completed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.